Event description:
Case report from (B)(6) reported as: (B)(6) 2015: tevar was started for a descending aortic aneurysm with high calcification. A cut-down was performed on the right femoral artery for an access site. Angiography was set through the right subclavian artery route. The aortic and lesion length were measured by a marker pigtail catheter, and the physician decided to implant two relay plus stent grafts (28/24-195 and 34/30-250), as the original surgery planning. The outer sheath was advanced to the distal portion of a descending aortic aneurysm. The controller was in "1" position, and the physician pushed the gray deployment grip forward to advance out the inner sheath from the outer sheath; however, the stent -graft was started to be deployed with this operation, which was confirmed under fluoroscopic observation. At this point, 2.5 stents were already deployed. Therefore, the physician stopped further advancement of the inner sheath. With a guide wire manipulation, the physician attempted to advance the whole delivery sys; however, there was a difficulty on moving it. It could be because already deployed stents were attached to the vessel wall, the vessel was highly calcified and also the delivery sys was positioned in tortuous area. Since there was a risk of covering the celiac artery if the stent graft is completely deployed in this position, the physician attempted again to advance the delivery sys por proximal portion of aorta. The physician pushed the grey deployment grip forward with "1" controller position and also pushed the whole delivery system little by little, and the sys was finally moved slightly below the intended area. It was confirmed that 6 stents were deployed at that time. On fluoroscopic observation, a radiopaque marker on the inner sheath was confirmed more distal position than usual, so it was hypothesized that the inner sheath could be peeled with some reason. There was less space to the celiac artery than expected, but it was confirmed with a detail eval of angiography that the celiac artery was not covered. Since further advancement of delivery sys to proximal portion was considered high risk, the stent graft was deployed at that position. The rest of inner sheath (for 4 more stents) were completely advanced out from the outer sheath by using the reverse technique while the controller was in "1" position. The stent-graft was then deployed with "2" controller position. After the deployment, further operation was performed without problems. The distal portion of stent graft was not fully deployed due to high calcification, and the inner lumen of stent graft was very small therefore, a balloon touch-up was performed (cook/ coda balloon) and the sent graft aws sufficiently expanded. The second relay plus (34/30-250) was successfully implanted and positioned on zone 3 (below the subclavian artery), as planned. There was no leak confirmed by a post-implant angiography. Physician's comment: a part of the inner sheath could be caught on calcified portion during advancement, and the inner sheath could be peeled as a result. When deploying the stent graft with "2" controller position after advancement of delivery sys just below the intended site, there was a slight resistance on retracting the inner sheath. There was some feelings of a possible accordion-folded inner sheath was extended when retracting into the outer sheath. In this case, the inner sheath was advanced out the outer sheath below aneurysm because considering high classification and intramural thrombus, advancement of only inner sheath from aneurysm to proximal portion was considered less risk than advancement of whole delivery system. However, if there is a possibility that a part of inner sheath could be caught on calcified area, the whole sys should be advanced to intended are, and then move to a next procedure. Please explain how to verify the correct holding of inner sheath on the delivery sys tip during assembly procedure.